Event description:
Pt reported that they programmed the device to deliver a 6.5u bolus, and received 13 confirmation beeps (device beeps once per 0.5u insulin delivered). However, when they checked the device's bolus history, it displayed 9.5u insulin delivered. There was no apparent damage to the device's display. Pt reported that their blood glucose dropped to 48 mg/dl, which they self-treated by drinking orange juice and eating crackers. Additionally they reported that the device display shows 60u insulin remaining, although pt estimates there are 150u insulin remaining in the cartridge.